Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information provided to date. No product information has been provided to date.

Event description:
It was reported that the tubing was found to be raised on the cassette. No patient injury was reported.